Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability and impairment. Associated MDR #1018233-2012-01681.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure was urological/gynecological. According to the reporter the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. The concomitant therapy was pelvicol. The reason for mesh implantation was to address internal organs were falling into vaginal area. Complications post pelvicol and uretex placement include that following mesh implant surgery the patient experienced internal organs fell and protruded through vagina, it was as bad and more uncomfortable constantly, as before the surgery - many urinary tract infections after the surgery - needed a second surgery to remove the mesh and push organs back and attach using a non-mesh technique - right after surgery she had pain and could not urinate - an extra day in the hospital was required - same as before implant, vaginal vault prolapse and rectocele.

Manufacturer narrative:
(B)(4). Additional info: date of this report: (B)(4) 2012. Brand name: uretex to2 urthral support system. Product code: ftl. Catalog #: 485054. (B)(6).